Event description:
It was reported that while the ventilator was connected to a pt, it began alarming the alarm "check tubing" and the staff saw what they estimated to be 6-8 inch high flames coming from the nebulizer. Extinguishers were obtained and used to put out the flame. The pt was unharmed and was changed to another ventilator. (B)(4).

Manufacturer narrative:
(B)(4).